Event description:
In 2007, the lay pt contacted lifescan alleging that her one touch ultra meter had missing segments in the display. The complaint was classified based on the customer care advocate's documentation. The pt reported that the missing segments issue first occurred on the morning of four days earlier. At an unspecified time and time after the product issue began, the pt developed symptoms of shaking and fast heartbeat. The pt received no medical intervention because of the product issue. The cca noted that meter display had missing segments. The meter was replaced. The complaint is reported because the pt alleges she did not receive an actionable blood glucose reading on the lfs product and later experienced shaking, a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.